Event description:
An operating room nurse reported that metal was getting into the eye from the phacoemulsification tips during a procedure. The impact to the patient is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4) component lot numbers were identified with this complaint. No abnormalities that could have contributed to a customer problem were found during the reviews. The product was released according to the manufacturer's acceptance criteria. No service was requested by the customer. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this product. At this time, without the requested sample and questionnaire, the root cause of the reported event cannot be determined conclusively and is unknown. (B)(4).